Manufacturer narrative:
Additional information - b5, h6 (additional device code added).

Event description:
Additional information - it was also reported that the lead had fractured.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right atrial lead had high impedance. The lead was capped and replaced on (B)(6) 2020, and there were no patient consequences.